Manufacturer narrative:
The defective sampler was not returned to radiometer and it was not possible to check production documentation or reference samples as the lot number is unknown. Hence, the root cause could not be identified.

Event description:
The respiratory therapist was stuck by the needle of a safepico70, when disposing it. The needle was used for a patient that is (B)(6) and (B)(6). According to the complaint, the user did not receive proper training for the device.